Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with fatigue on (B)(6) 2021. A device interrogation revealed that the atrial lead was failing to sense and capture. An x-ray then revealed that the lead was dislodged. Physician attempted to reposition the lead on (B)(6) 2021, but was unsuccessful at fixing it to the tissue. The lead was instead explanted and replaced. A foreign, plastic-like material was noted on the helix after removal. Patient was stable after the procedure.